Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise - interference/noise the lifetime ventricular sensing integrity counter is 1071 and all counts occurred since (B)(6), 2009. A high value of this count can indicate a possible intermittency in the system. Impedance - no anomalies found ventricular and atrial impedance trends generally steady but slowly decreasing. The lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the defib conductor was melted, there was blood/body fluid on several conductors (not obstructed), the inner insulation was breached (clavicle-rib crush), the outer insulation as breached (clavicle-rib crush), the inner insulation was kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the inner insulation was melted, the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had oversensing due to noise. No patient complications were reported as a result of this event. The device was explanted and replaced. No patient complications have been reported as a result of this event.